Manufacturer narrative:
Date sent: 09/03/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, there was an incomplete staple line. The staple line was overstitched by the surgeon to complete the case. There were no adverse consequences to the patient.